Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately one (1) year post initial procedure, reintervention was completed with coiling for an unknown reason (reported under MFR# 2031527-2022-00289). Approximately four (4) years post-intervention, a type ia endoleak was identified. Reintervention was completed with the implant of an afx vela suprarenal and an ovation ix extender. This case was outside the indications of use (off-label) due to the use of afx with ovation devices. (Reported under MFR# 2031527-2019-00311). Approximately three (3) years post-reintervention, a type ia endoleak was identified at routine follow-up. Reintervention was completed with the implant of an afx vela suprarenal; however, the type ia endoleak was unresolved as the patient had an existing renal chimney that hindered the process. Approximately two (2) days post discharge, reintervention was completed due to a right common femoral artery pseudoaneurysm requiring an addition hospital admission and injection. The patient status was not reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been received for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak (persistent) is confirmed. The type ia endoleak is most likely user and anatomy related. The pseudoaneurysm in the right common femoral artery with additional endovascular procedure (injection 11/09/2022) are also confirmed. The pseudoaneurysm is most likely procedure related. The significant difference between the renal artery takeoff (25mm) from the aorta complicated the implant process at index (anatomy and user related). The off-label neck of 6mm at index (should be greater than or equal to 15) likely contributed to this event. There was a left renal artery snorkel placed 08/08/2019 - this likely contributed to the persistent type ia endoleak. The final patient status was reported to be discharged home hospital day four in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.